Manufacturer narrative:
The nail was classified as primary product. Technical evaluation: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. Because it was not returned an inspection of it was not possible. Clinical evaluation: the available information and x-rays were presented to a medical expert: "x-rays show that patient had a poor bone quality (most likely osteoporosis). The lag screw cut out could be confirmed on the x-ray from (B)(6) 2014, ap-view. Because an x-ray shortly after the initial surgery could not be identified the original lag screw position could not be determined. It is possible that the lag screw chosen was too long. The exact root cause of the cut out could not be determined based on the given information and x-rays." The correct implant length and combination is addressed in the IFU; furthermore poor bone quality can lead to implant failures. Most likely the lag screw cut through the bone due to a movement of the femur head component caused by poor bone quality in combination with postoperatively loads. No non-conformity identified.

Event description:
X-ray shows cut out of the screw. For this reason, the patient complained of pain and functional limitation. Revision surgery (B)(6).

Event description:
X-ray shows cut out of the screw. For this reason, the patient complained of pain and functional limitation. Revision surgery (B)(6).

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.